Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The customer reported that uanble to access medication and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that found no failed hardware. The malfunction was caused by there were no physical meds loaded in the drawers. The field service engineer assisted to customer zero inventory and to create a discrepancy to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.